Manufacturer narrative:
The device was evaluated by the MFR and the complaint could not be duplicated. The device gauge was replaced. Preventative maintenance was performed and the device was returned to the customer.

Event description:
It was reported that the valve on the device "blew out." There was a delay of 30 mins while a back-up device was retrieved. There were no adverse consequences and no medical intervention required.